Event description:
A customer reported that a vitrectomy cutter did not cut during a procedure. The procedure was completed after exchanging the vitreous cutter several times due to them not cutting. There was no pt harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).